Event description:
It was reported that during a procedure in a subclavian occlusion, after a failed crossing attempt, the balance heavyweight (bhw) guide wire was removed from the patient. When an attempt was made to re-introduce the guide wire, while the device was still completely outside the patients anatomy, the guide wire separated. Another bhw guide wire was used without further consequences. There were no patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned device found blood on the coils and on the core and there was no contrast visible which is consistent with the guide wire being used into the patient as reported. The tip was tugged on to confirm that the core and shaping ribbon were intact. Analysis confirmed the reported guide wire separation as the core was separated at the distal end of the hypotube. There was a core extending out of the hypotube at the separation. The scanning electron microscope (sem) analysis of the guide wire suggests that the core failure may be attributed to ductile overload at a bend. It was noted that there was core extending out the hypotube, indicating the hypotube was properly attached to the core. For the wire to fail in this manner, the hypotube being over pulled or over bent would require it to be trapped within the anatomy or another device in order to create the required forces to cause a separation. Patient anatomy, lesion morphology, and/or resistance between the products can all be factors. In this case, the vessel was described as occluded which could have contributed to the reported inability to cross the lesion and guide wire separation. Reportedly, there was no resistance during the procedure. In this case, it is possible that the guide wire was over torqued during manipulation and/or procedural attempts to advance the guide wire which could have contributed to the reported guide wire separation. Analysis also noted stretched tip coils distal from the center solder for a length of 2.5 mm. The tip of the guide wire was in a corkscrew shape. These noted guide wire damages are consistent with interaction with the lesion anatomy during procedural attempts to cross as no damage was reported during inspection prior to use. In order to ensure that guide wire separation, stretched tip coils and corkscrew shaped tip does not occur as a result of a product quality deficiency, manufacturing inspect 100% of the guide wire tips after they are loaded into the dispenser and performs a non-destructive hypotube junction pull test. Additionally, quality control performs on line reliability testing to verify product quality. The lot history record was reviewed. There are no non-conforming material records associated with this lot. A query of the complaint-handling database was performed and there were no other incidents reported for this lot. Overall, the reported core separation, inability to cross the lesion and the noted stretched tip coils and corkscrewed shaped tip appears to be related to operational context of the procedure and there is no indication of a product quality deficiency.